Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed that there was a semi-circumferential split in the catheter tubing. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, the patient had this catheter placed on (B)(6), while administering medication, feedback was received that the patient's arm was swollen and oozing from the puncture site, and the catheter was found to be ruptured upon removal and was subsequently reintroduced in order to meet the patient's therapeutic needs. Additional information received on 4/29/2025: at the time of the leak, mannitol was being administered. The swelling required treatment; however, details of the treatment were not provided. The event resulted in a delay in treatment. The patient has recovered.